Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in the set) on the homechoice (hc) during drain 2 of 4. The home patient (hp) stated that the alarm occurred during last night's therapy. The hp turned the machine off and used manual supplies. The cause of the alarm was undetermined. The baxter technical service representative (tsr) explained the alarm and explained the proper procedures per the user manual. The hp was advised to contact the nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded.